Manufacturer narrative:
During the device evaluation, the reported event was confirmed, a physical impact to the device was determined as a potential root cause for the breakage. The device was not returned to the healthcare facility, as it was not repairable.

Manufacturer narrative:
Evaluation anticipated but not yet begun.

Event description:
It was reported that the tip of the straight pointer was broken off. A backup device was used to complete the procedure with navigation. There were no adverse consequences, medical intervention or surgical delays reported with this event.

Event description:
It was reported that the tip of the straight pointer was broken off. A backup device was used to complete the procedure with navigation. There were no adverse consequences, medical intervention or surgical delays reported with this event.